Event description:
Patient reported obtaining a blood glucose result 210 mg/dl, while using the suspect device. Base on this result, patient reportedly delivered 18 units of insulin aspart. Approximately 1 hour later, patient reportedly began exhibiting symptoms of hypoglycemia (shaky, dizzy, and sweating). Patient was taken, by spouse, to the emergency room where blood glucose reportedly measured 62 mg/dl on a hospital blood glucose monitor. Patient was reportedly given 1/2 can of cola and was treated with an intravenous saline solution. Thirty-five minutes later, patient's blood glucose was retested, on a hospital device, with a result of 105 mg/dl. No additional treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product shipped.